Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 569 mg/dl. Customer's healthcare provider recently adjusted the pump settings and insulin was increased. Customer alleged the pump was the cause of elevated bg. After a bolus was delivered, bg did not lower. No issues were observed with pump supplies. Customer was hospitalized for diabetic ketoacidosis (dka) and treated with lantus, insulin injection and fluid for dehydration. Customer was discharged on (B)(6) 2018 with bg/dka resolved. System check was performed with tandem technical support (cts) and no device issues were observed. Upon following up, the customer declined further follow-up from cts.